Manufacturer narrative:
The customer declined ge service. No repair information available. Block a: no patient information to date after calls to customer on (B)(6) 2024 and (B)(6)2024. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in o2 failure during a case. There was no patient injury.